Manufacturer narrative:
Submit date: 06/14/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The unit was returned to the technical center on (B)(6) 2016; no specific issue was reported. Upon triage on (B)(6) 2016, it was discovered that the unit did not produce an audible alarm during flush testing.

Manufacturer narrative:
Submit date: 11/03/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit did not produce an audible alarm during flush testing. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the u14 component on the unit¿s main board was dislodged; creating intermittent contact and intermittent buzzer/alarm. The unit¿s main board was replaced to correct the issue. The unit was then tested; unit passed all testing. Kangaroo epump was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications.